Event description:
It was initially reported that the zimmer air dermatome handpiece stopped during surgery. After an inspection the product would work but only at a low intensity. The inspection determined that the pump and the handle were working correctly. The surgery was cancelled due to the device now working properly. There was no patient harm associated and no alternate device was obtained to complete the surgery.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.